Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and error test. The pump alarmed motor error during basic occlusion test due to moisture damage on the faulty force sensor resistor. Unable to perform occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner, stained end cap sticker and scratched reservoir tube window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 105 mg/dl at the time of the incident. The customer stated the motor error occurred during bolus. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.